Event description:
As reported by the field, during a stent assist coil embolization of an aneurysm at the posterior communicating artery, an enterprise2 intracranial stent 4mmx16mm (encr401612, 7773929) was found to be released in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31032659). The stent body was separated prematurely from the delivery wire. The physician retracted the microcatheter and stent from patient¿s body and switched to new devices to complete the surgery. The procedure was prolonged about 15 minutes. Additional information received indicated that there was resistance felt within the mc. An adequate flush was maintained through the devices. There was no excessive for e used with the devices. There was no clinical significance due to the 15 min procedural delay. The vessel anatomy was normal with no significant stenosis and tortuosity of the parent artery.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31032659 number, and no non-conformances related to the malfunction were identified. Resistance/friction-inner lumen with loss of mc cerebral target position is a potential product failure associated with the use of the device. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00670.